Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) level could not be determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump thrombosis was reported under medwatch MFR report# 2916596-2018-00891. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 10 months. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2012. It was reported that on (B)(6) 2017, the lactate dehydrogenase (ldh) was 1015 u/l, and had been 863 u/l on (B)(6) 2017, with a baseline in the 200 u/l to 300 u/l range. The patient also experienced lower extremity edema. The patient had a prior history of device thrombosis in (B)(6) 2017. A ramp echocardiogram was performed on (B)(6) 2017 and showed that the lvad was functioning appropriately. The patient was significantly fluid overloaded and was treated with IV diuresis. IV heparin was also initiated upon admission, and the ldh down trended to the 400 u/l, and was 205 u/l at the time of discharge on (B)(6) 2017.